Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30475490l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase with the stsf, cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the blood from the pericardial space. Reminder of the procedure was cancelled. Prolonged hospitalization was required, the patient was intubated and monitored. Patient had fully recovered from the event with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Ablation was not done. The force visualization features were dashboard and vector. The parameters for stability used were 3mm, 3sec, 25% over 3 grams. No additional filter was used. Transseptal puncture was done with a brk abbot needle. No bwi product malfunctions nor error messages were observed. With the information available, this is being coded and reported under the stsf. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable